Event description:
It was reported that a patient's locking cap peritoneal dialysis (pd) catheter adapter would not form a seal when connected to a beta cap adapter. The nurse attempted to disconnect the patient and lock him off. Since the adapter would not form a seal, the nurse tried a different catheter adapter from the same lot. Again, the seal would not form. The nurse then used a different adapter from a different lot, and it connected correctly and sealed. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The sample has been requested. A review of all batch record documents for lot number h11l07073 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The actual device was evaluated along with 15 unused companion samples. Visual inspection and leak testing were performed on the devices with no issues noted. The inside diameter of the locking cap of the catheter adapter of each device was measured and found to be within specifications. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.